Event description:
It was reported that the patient complained of feeling skipped beats. The atrial lead had exhibited noise. The lead was capped and replaced during a device changeout procedure. The patient was noted to be stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.